Event description:
It was reported that during a laparoscopic cholecystectomy, when the instrument was fired, it would scissor the clip between the jaws. The case was completed with other devices. There was no patient consequence